Manufacturer narrative:
One blanket was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no damage or discrepancies. Functional testing involved simulated use testing and found that there were no defects. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A device from the manufacturing line was functionally testing using simulated use testing and demonstrated good performance and no delaminations on the seals were detected. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the returned device.

Manufacturer narrative:
It was reported that the patient was born in 1947. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient experienced erythema on their left arm and shoulder after use of a level 1® equator® convective warming system. The patient was undergoing an ureteroscopy at the time of the event. The patient was in a lithotomy position. The temperature of the device was programmed to 44 degrees celsius. The erythema "almost disappeared" when the patient left the operating room. Ointment was applied and the erythema disappeared. No permanent injury was reported.

Manufacturer narrative:
One hose was returned for evaluation. Visual inspection found the device in good condition. Functional testing involved resistance testing on thermistor plug and values were considered normal. Functional testing involved use testing and found the device to be in working order. Based on the evidence, a root cause was unable to be determined. No fault was found with the device.

Manufacturer narrative:
One level 1® equator® convective warming system was returned for investigation. The filter was observed to be slightly dirty and was used for testing. Alarms and temperature settings were found to be without specification. Device operated as intended. No fault found.